Event description:
It was reported that during a generator replacement procedure, the physician experienced difficulties removing the pacemaker due to the right ventricular (rv) lead was stuck in the header of this pacemaker device. The physician attempted to separate the rv lead from the device, however, was unsuccessful. The physician decided to surgically abandon the rv lead replacing it with a new lead and had the pacemaker explanted and replaced with a new device. No additional adverse patient effects were reported.